Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) video and one (1) photo were provided to the manufacturer for evaluation. Based on the examination of the video, the reported defect was observed. A review of the device history record (DHR) database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. The defect is a result of a failure in the production process. It was determined that the defect is due to personnel applying a poor solvent application. Corrective actions include retraining the operators on the solvent application method visual standard to prevent detachment issues. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: part of bloodline that connects to dialyzer blew off. Detailed inquiry description: part of bloodline that connects to dialyzer blew off during rinse back.